Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a tooth extraction procedure, the head of the bur broke. It was also reported that there was no delay to surgery and no injury to the patient.